Event description:
It was reported that the customer's employees suddenly heard a very loud noise. When they went to check what had happened, they found out that the spreader bar from the maxi sky 600 ceiling lift went down itself and landed on the floor. Following the information provided, no injury was sustained.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Arjo was informed about an incident with the maxi sky 600 ceiling lift involvement. It was reported that while the caregivers were sitting in the hallway between rooms they suddenly heard a very loud noise of a falling object. When they went to check what happened, it turned out that the strap of the ceiling lift unwound itself which caused the spreader to fall on the floor. There was no indication of patient involvement nor injury sustained. After the event, an arjo representative visited the customer to check the device. The service technician could not replicate the problem with unwinding strap. The ceiling lift had no signs of wear. The technician, however replaced the pcb as he assumed that the micro switch inside the pcb responsible for the lowering control may have been intermittent which could have caused the unintended device movement. In order to further verify the cause of the strap unwinding, the post-market surveillance data were analysed. We have found several factors that could lead to the self-unwinding strap, such as accumulation of strap in the ceiling lift housing, electrical component failure or mechanical component failure. Based on the above information we concluded that the exact cause of the issue could not be determined. The technician was unable to reproduce the reported problem during the device inspection at the customer's site. The ceiling lift was working properly, there was no signs of mechanical damages to product components. To sum up, the maxi sky 600 ceiling lift was not being used for a patient treatment when the incident occurred but the strap of the device unwound itself and led the spreader bar to land on the floor and from that perspective the device did not meet its performance specification. The complaint was decided to be reportable due to indication of sudden ceiling lift strap lowering. No injury was sustained.